Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during investigation, the down arrow button was under responsive. The keypad was removed to find contamination on the down arrow, up arrow, contrast, and ok buttons. Unrelated to the original complaint, the battery compartment was cracked near the lower left corner of the grip pad. Additionally, the display was dim and pink.